Event description:
This complaint reflects information received from the FDA: atrial lead exhibited under-sensing no clinical signs, symptoms or conditions.

Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Please find attached the FDA's letter.